Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting noise. The physician elected to explant the lead. During procedure the atrial lead was entwined with the right ventricular (rv) lead. The procedure was completed successfully by explanting and replacing the atrial and rv leads. The patient was in stable condition.